Manufacturer narrative:
(B)(4). Eval: result and conclusion: (vessels were moderately calcified and severely tortuous).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm abdominal aneurysm approx one month ago. The vessels were moderately calcified and severely tortuous. It was reported that after the stent graft was successfully deployed, there was difficulty removing the delivery system as the nose cone was caught on the stent graft. The physician inserted a balloon slightly inflated and was able to release the nose cone. The delivery catheter was removed from the pt. No add'l clinical sequelae were reported and the pt is fine.